Event description:
The user noted imprecision for multiple assays with control material and patient samples. Of the data provided, the albumin result for one patient sample was discrepant. The initial result was 0.16 g/dl, repeat result from the c3 module was 4.16 g/dl. The patient was not affected as the erroneous result was not reported out. The albumin reagent lot number was 61868401. The field service representative determined there was a fluidics failure and the sample probe was not sucking or dispensing correctly. The user replaced the sample probe and ran qc and patient samples to verify the analyzer operation without any erroneous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.